Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time the device was programmed to deliver an unspecified concentration of tpn (total parental nutrition), at a rate of 1.5ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for proximal occlusion 2 to 3 times per hr, with no occlusion present. The customer contact reported the tubing set was changed; however, the proximal occlusion alarms continued. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was a potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when a proximal occlusion was present. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2012 at 0117, the device was powered on and programmed to delivery tpn-neonatal, with a volume of 500ml, (B)(6), a dose rate of 1.875ml/kg/hr, at a rate of 1.5ml/hr. At 0118, the delivery was started, a check cassette alarm occurred, the cassette was ejected, the alarm silenced and the cassette loaded, the program was confirmed and the delivery started, a check cassette alarm occurred, the cassette was ejected and the device was powered off. There were no proximal occlusion alarms as reported by the customer contact found in the history for the reported event date of (B)(6) 2012. This report represent all the info known by the rptr upon query by hospira personnel.